Event description:
During the index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the mid sfa of the left leg. Approx 23 months post index procedure, the patient suffered restenosis of the left leg related to the target lesion. The target lesion was treated approx 2 months later with non-mdt ballooning and stenting. The event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cec has adjudicated that the event is related to the device but not the procedure or paclitaxel. If information is provided in the future, a supplemental report will be issued.